Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11575, 2017865-2021-11576. It was reported that a patient presented on (B)(6) 2021 with a swollen area around the device pocket of their implantable cardioverter defibrillator. It was also noted that both the right ventricular lead and right atrial lead had vegetation on the tips of each lead. The physician explanted the whole system to prevent the spread of infection. The patient's condition was stable throughout.